Manufacturer narrative:
The device will not be returned to olympus for evaluation due to the issue being resolved through troubleshooting. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center was getting an e315 with multiple 190-series scopes. The device will not be returned due to the issue being resolved through troubleshooting. On (B)(6) 2023 13:37 an olympus technician provided the customer with the troubleshooting steps (the customer stated that he already tried multiple 190-series scopes. He powered down the units each time and already cleaned the contact points on the scope. He said that the pigtail was not connected to the scope. He is not at the equipment to troubleshoot. The olympus representative advised the customer to doublecheck to make sure that the pigtail cable is not connected. Recheck the cabling in the back. The issue could be the scope, or the xenon light sources (3 models). He has to swap out one component at a time and observe the result on the initial call). The customer reported back during follow-up that they resolved the issue. The issue was with some sort of handpiece, and nothing is wrong with the device.

Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.